Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was discarded by the customer and therefore no product analysis could be performed. The reported event indicates that the valve was recaptured twice due to positioning difficulties and following the second recapture, an infold was noted. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. Annular and/or aortic calcification was reported. This indicates that the probable cause of the positioning difficulties was calcified patient anatomy, but this cannot be confirmed with the limited evidence available. Therefore, a root cause of the complication cannot be conclusively determined and a relationship to the dcs could not be established. Positioning difficulties do not typically indicate a device manufacturing issue. Hours following implant, a medial infarct with brachiofacial and hemiparesis of the right side was reported. Per the physician, the stroke was likely caused by the valve being recaptured twice. Stroke is a known potential adverse effect per the instructions for use. Ischemic strokes have many etiologies, including embolization of calcific debris, and are highly dependent on patient medical history and procedural factors. In this case, the patient's annular and/or aortic calcification may have been an influencing factor leading to the stroke. No angiographic records were submitted for review. Based on the limited evidence available the potential relationship to the dcs and the adverse event cannot be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured twice due to positioning difficulties. Following the second recapture, the delivery catheter system (dcs) and valve were withdrawn from the patient and not used for implant. Subsequently, a second valve was successfully implanted. Hours following implant, a medial infarct with brachiofacial and hemiparesis of the right side was reported. Per the physician, the stroke was likely caused by the valve being recaptured twice. No additional adverse patient effects were reported.